Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Patient was noted to have a sub segmental pe that is likely attached to the cardiomems implanted in patient.